Event description:
While pt was undergoing dialysis, blood pump reportedly stopped without audible or visual alarm. Staff reportedly unable to start blood pump by turning blood pump switch on/off. Machine was reportedly turned on/off x3 within 5 mins with brief period of function followed by the blood pump stopping with no alarms sounding on all three attempts. Immediately following above, blood pump was reportedly functioning when visual blood leak alarmed without audible alarm or stopping of pump. Approx one min after visual alarm frank blood allegedly seen in dialysate lines due to alleged membrane rupture. Dialysis terminated without returning of blood to pt. Co rep reports corrosion of wiring harness and connector to p10 of motor control board. The pt did not require any treatment or suffer any adverse effects.